Event description:
It was reported by the customer that a pyxis medstation es system drawer 6 failed. Customer stated drawer 6 failure to close and there were able to remove the required medication from different station and caused delays in patient care there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined found drawers six in the main sticking out and it would not closely pulled the drawer out. The field service engineer replaced the rails and latch sensor to resolve this issue and performed preventative maintenance. The system functioned as intended after field service engineer troubleshooted the device.